Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The company representative received a call for a post MRI device read and the pump recovered like normal. The patient then told the company representative he was in the hospital because he had developed cellulitis and that the plan was to remove the pump. The patient said his nurse that fills the pump noticed signs of infection at his last refill and things have progressed since then. The patient did not go into further detail about what the signs were or anything done to try and slow the infection down. The company representative was not made aware of the interventions that the medical team was currently taken. T hey were only told the patient had cellulitis and the plan was to explant the pump. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.